Manufacturer narrative:
A ge service rep performed an investigation. The sbc board was evaluated and replaced. The workstation pcbs were evaluated and reseated. The system was and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up and had a communication error. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.